Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition. Photographic evidence provided revealed that the side rail was fully detached. According to the instructions for use for citadel plus bed (IFU 831.374 rev. B), the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. To sum up, based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rail was partially detached. There was no indication that the device was in use when the issue was detected. The complaint was decided to be reportable due to the side rail detachment.

Event description:
The customer called arjo and informed about the malfunction of the citadel plus bed frame. Allegedly, the side rail was broken. The device inspection conducted by the arjo field service technician revealed that the left foot end side rail was fully detached from the bed (all screws holding the panel were ripped off). There was no indication regarding patient involvement. No injury was claimed.